Event description:
In (B)(6) 2011 I was admitted to the hospital for a severe hypothyroid crisis. Since that time I have been diagnosed with hashimotos disease. Over the years I have developed many more debilitating symptoms. After doing some research on all of the symptoms I have, I¿m worried that I am suffering from breast implant illness. I know the FDA does not recognize this as an illness yet but with the increasing numbers of women that are now reporting these problems I wonder why I got my implants in (B)(6) 2009 and have slowly developed more and more debilitating problems. It only makes sense to me that my body is attacking the foreign implant in my body. I realize that breast implant augmentation is a multi-million dollar industry and would hurt a lot of doctors if breast implant illness was recognized by the FDA, but I know I would not have gotten implants if I had known of the symptoms I'm suffering from would happen. I am now almost house bound. I have very few good days because of chronic fatigue and pain in my joints. I was wondering if there are any studies researching breast implant illness because I would love to give my input.